Event description:
The customer reported via phone call that her blood glucose levels have been running high since the day before the call. The customer reported performing multiple infusion set changes, but the high blood glucose levels persisted. The customer stated that she did not feel that the device was delivering insulin properly. Blood glucose level the day prior to the call was above 400 mg/dl. Blood glucose level at the time of the call was 373 mg/dl, which the customer reported treating with a manual injection. Troubleshooting did not show any malfunction of the insulin pump. The customer stated that she would follow up with her doctor and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.